Event description:
This patient experienced an acute mi while on an overseas cruise, approximately two months after having a cypher stent implanted within an instent restenosis in the left anterior descending artery (lad). Despite resuscitative efforts, the patient expired. No followup angiogram or autopsy was performed. This patient was admitted to the hospital with a chief complaint of angina. The patient was currently taking aspirin and cilostazol. The patient was taken electively to the cardiac cath lab, where angiography revealed an instent restenosis of two bare metal stents (3.0 x 20mm victor and 3.0 x 24mm gfx) in the distal lad. This lesion was eccentric and approximately 21mm long, with no calcification or thrombus. A bolus of 7,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The distal lad lesion was not predilated prior to stent implantation. A 3.0 x 28 mm cypher stent was deployed to 15 atms with suboptimal results. The stent was post-dilated to a maximum of 20 atms. Residual stenosis was reported to be 13%, per eval with ivus. The pt was discharged on aspirin and cilostazol, for which they are reported to have been compliant. Approx two months later, while on a cruise, the pt experienced an acute mi. The pt expired, despite resuscitative efforts. Although no autopsy was performed, a thrombotic process is suspected.